Event description:
During a coronary stent procedure, the stent dislodged. A 4.0 x 38 zeta stent was successfully deployed in the mid rca. Proximal to the zeta stent an express2 otw 4.0 x 20 was successfully deployed. It was noted that at the distal end where the zeta stent had been deployed, a dissection had occurred. The physician was using the 4.0 x 12 express2 otw in an attempt to repair the dissection. The physician was unable to cross and elected to retract the delivery/stent device back to the guide catheter. The stent dislodged inside of one of two stents and attempts to retrieve were unsuccessful. A balloon catheter was used to "crush" the undeployed stent against the vessel to secure. The physician than attempted to deliver a driver stent and that stent dislodged as well. A balloon was used to repair the dissection. Pt status was listed as "stable".